Event description:
A nurse reported that during an anterior vitrectomy secondary to a dense cataract removal, the irrigation and aspiration were not functioning. Exchanging the cassette and handpiece did not resolve the issue. The settings were changed and the irrigation and aspiration began to function and the anterior vitrectomy was completed.

Manufacturer narrative:
No sample has been returned. No add'l, related info was provided for this event. Therefore, eval steps could not be taken to replicate or confirm the customer reported event and the root cause is unk at this time. The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).